Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s facility name: (B)(6) hospital. E1: the reporter¿s complete facility address was not provided. Investigation summary a video and photo were provided for evaluation. Visual inspection of the returned video found that the generator was displaying the error code ¿output shorted¿. No other anomalies were noted. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the device with signs of use. The shaft, tip, cord and handle did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, no alert messages were displayed. The ablation function was activated and the error code ¿out put short¿ was displayed for both activation modes. The coagulation function was activated and worked as intended for both activation modes. The device will be send to the manufacturer for further testing. A visual inspection of the device was performed by the manufacturer; as a result, device was not received in its original packaging, only in the shelf-carton box, the active tip was in used condition, tissue debris inside the active tip, some residue on the active tip surface, scratches on the ceramic. Procedural residue visible in suction tube. The device failed the active continuity electrical testing and the ablate activation functional test with an output short error. Further investigation was performed, the active continuity was conducted against the active suction tube due to the detachment of the active tip, which had fallen off. The customer reported that 'during the operation, the device output short. Tripolar 90 electrode failed both, electrical and functional tests so the complaint can be substantiated. The device failed electrical checks on active continuity, returning a 'no value' result. The device also failed handswitch and footswitch activation on ablate, returning an output shortage error. The reported complaint can be substantiated. After initial testing, the active tip had detached from the device. Further investigation was conducted to seek the root cause of the output short. During the investigation, it was determined that there was a hot spot at the point where the tip is welded to the inner shaft, as there was evidence of burning inside the shaft. It was concluded that, based on the failed initial continuity test, the active tip was likely already electrically disconnected from the suction tube prior to testing, although it appeared to have remained mechanically retained, potentially by debris such as burnt tissue. The suction tube was inspected again, and the end of the tube had bubbled, suggesting that activation has occurred between the active suction tube and active tip - this may have occurred during the procedure or during testing. This is difficult to prove. The whole active tip detached, suggesting that the joint between the suction tube and tip was weak - this was likely from an internal activation or from arcing, either could occur in this situation. Repeated output short/arc indications were noted during testing. If attributable to arc detection, this could have contributed to further degradation of the joint and eventual detachment of the active tip. For the whole tip to detach, it would either be because of bad welding or fatigue use which worked the tip free, however it is not certain that the activation happened prior to or after the tip detached. A poor weld may cause a gap to form, and then activation may occur at that point. Based on the available evidence, although damage at the interface between the active tip and suction tube is evident, the exact root cause of the complaint cannot be determined. It is not possible to confirm whether the initiating event (e.g. Mechanical weakness or electrical activity) occurred during clinical use or as part of subsequent testing. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the information currently available, the potential cause could not be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device lot number (u2501010), and no non-conformance was identified.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr tripolar 90 suction elect device fell apart. It was initially reported that during a rotator cuff repair procedure, it was discovered that the device output shorted. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.